Event description:
It was reported that during surgery the device leaked gas. Another device was used to complete the procedure. There was no pt injury. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good physical condition. Upon eval, the device was tested for leaking. The device showed signs of leaking when an obturator was inserted into the device and the stopcock was released. The device history record was reviewed and no discrepancies were noted.